Event description:
It was reported that during a wedge resection of the lung, the staples did not close correctly. Only one side closed, the other side couldn't be closed. The case was completed with another device. There was not pt consequence.